Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the sheath and dilator did not stay snapped together. The patient was undergoing a left atrial appendage closure procedure. While introducing the watchman® access system (was) and the dilator into the femoral vein, the dilator separated from the was. The procedure was completed with this access sheath. There were no patient complications reported and the patient¿s condition was stable. However, device analysis revealed the tip of the access sheath was buckled.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual inspection of the returned device revealed the watchman access sheath (was) was received with a dilator in the lumen of the was. The inner and outer diameters were measured within specification and there was no damage to the shaft. The distal tip was buckled. The dilator was withdrawn from the was and reinserted into the was. The devices snapped together. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).